Event description:
The customer reported that their device would not power on. There was no report of any patient use associated with the reported failure.

Manufacturer narrative:
Physio-control has advised the customer to replace their device due to the age of the device and no repair options being available. The customer has not provided information on whether or not this device will be returned to physio-control for evaluation. The cause of the reported failure could not be determined.